Event description:
Customer alleged that the unit would not analyze shockable rhythm. No reported pt involvement. Service representative unable to duplicate alleged condition. Proper operation of the device was confirmed.